Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28-there was not enough information to determine the mlurc. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4)

Event description:
Customer called complaining about syringes. Syringes not working properly. Customer didn't provide details of the product malfunction. Customer unable to use with insulin. Confirmed that customer is using trueplus syringes. Offered to have tech troubleshoot and provide replacement.